Event description:
Account states bed's controls are not working, no injury reported. Csr found left siderail cable has a cut and shorted the left ucm, csr replaced left siderail cable and left ucm. Bed works fine.